Event description:
Information was received indicating that during filling of a smiths medical cadd medication cassette reservoir, fluid was observed to be leaking. It was reported that the leaking was within the cassette housing. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: h3: one picture of a cadd cassette reservoir was received for evaluation and no discrepancies were observed. One cadd cassette reservoir from part number 21-7301-24 lot number 3894452 was received in used condition inside a plastic bag with its original open packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. It was observed that the tube was cut from the bag. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The most likely cause of the issue is that the tube was damaged after it left the manufacturing facility due to the product's 100% leak testing.